Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection did not confirm the coil cap separation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a coil cap that was separated from the body of the infusor. There was no patient involvement. Additional information was requested and is not available. This medical device report is report 7 of 7.